Event description:
It was reported, that battery found completely depleted. The battery was conditioned for two cycles (48 hours). Performed preventative maintenance and passed all tests. There was no patient harm. Per customer, no further information will be provided, including patient demographics. And no products will be returned.

Manufacturer narrative:
Investigation summary : device history: a review of the device history record showed, the device had a manufacture date of 11/09/2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. Root cause analysis: the root cause for the issue that the battery was found completely depleted was not determined, because no product or device logs were returned. Investigation conclusion: the reported issue that the battery was found completely depleted could not be confirmed, no product or device logs were returned for investigation. No further investigation of this event is possible at this time. And no patient harm was reported. H3: other text: device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that battery found completely depleted. The battery was conditioned for two cycles (48 hours) performed preventative maintenance and passed all tests. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.